Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that this right ventricular (rv) lead had dislodged. The study followed 611 high voltage leads implanted in 611 patients and included models from all manufacturers, to document complications over a 12 month follow-up period. The article noted there were 28 complications at one year, with the most common complication (16) being lead dislodgement requiring revision. A request was made for the article author to provide additional information; the physician reported that one boston scientific lead in the study exhibited a complication. The serial number was not able to be provided.